Event description:
While attempting to place central line, the surgeon noticed that the tip of the introducer was bent. Manufacturer provided a return goods authorization number for product return tracking.